Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported device damaged by another device, material separation, unintended system movement and unintended medical intervention appears to be related to user error. In this case, it was reported the oad made contact with the spring tip, resulting in a guide wire fracture. The diamondback 360¿ coronary orbital atherectomy system instructions for use (IFU), cautions: "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary". Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a moderately calcified left anterior descending artery (lad). During the procedure, the viperwire guide wire fractured directly behind the spring tip. In the physician's opinion, the fracture occurred due to unstable positioning of the guiding catheter, which lost position during the procedure. As a result, the viperwire slipped back. During this time, the oad crown contacted the viperwire spring tip. The physician attempted to remove the viperwire, and this is when the fracture occurred. An unspecified balloon was positioned behind the fractured segment and could be advanced step by step in the proximal direction. A non-abbott guide catheter was able to retrieve the fractured component. There were no patient complications as a result of the event. The patient was in stable condition. In the physician's opinion, user error was the cause of the event. Additional information was received indicating five to seven antegrade treatments were performed prior to the viperwire fracture.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a moderately calcified left anterior descending artery (lad). During the procedure, the viperwire guide wire fractured directly behind the spring tip after five to seven antegrade treatments. In the physician's opinion, the fracture occurred due to unstable positioning of the guiding catheter, which lost position during the procedure. As a result, the viperwire slipped back. During this time, the oad crown contacted the viperwire spring tip. The physician attempted to remove the viperwire, and this is when the fracture occurred. An unspecified balloon was positioned behind the fractured segment and could be advanced step by step in the proximal direction. A non-abbott guide catheter was able to retrieve the fractured component. There were no patient complications as a result of the event. The patient was in stable condition. In the physician's opinion, user error was the cause of the event.